Event description:
It was reported by repair work order that the power cord had to be replaced. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the scale was inaccurate due to a faulty load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results. Further investigation determined there was an issue with the scale being inaccurate and not the power cord as initially reported.